Event description:
It was reported the patient experienced power surges when turning the stimulation on and the patient had a "break-out" and itching on his back and abdomen. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.